Event description:
As reported by the user facility: IV pump malfunction, ivpb abx did not infuse as programed. Ten-twenty ml's would infuse then it apparently would switch back to primary ivf setting without infusing the programmed ivpb amount and without alarming to staff that this change had occurred. IV pump malfunction three times during a two day period on (B)(6) 2012 IV abx piggybacks did not infuse as programed. All three times the pump infused 10 to 20 ml's then would revert back to primary mode without infusing the programmed amount of the piggyback and not alarming. On 2 of the occasions rn was made aware of the issue by the sitter in room and the pt did receive the antibiotics after reprogramming several times. On (B)(6) 2012, the 2000 dose of IV nafcillin was not entirely infused due to the pump reverting back to primary without alarming. It is estimated the pt received about 20ml's of the 100ml bag. Pump removed from room and tag placed for repair. New pump and tubing hung for the 2400 dose. (B)(6), rn made wife aware that pt did not receive 2000 dose.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for eval. Three tests with a rate of 250.0ml/h and a volume to be infused 25.0ml were performed in standard and piggyback modes. The results were all within spec at 25.2ml, 25.4ml and 25.4ml. The pump has software version 686g030102. The pump's operational log was reviewed. On (B)(6) 2012 at 4:11:20am a piggyback infusion was programmed with a volume to be infused (vtbi) of 100.0ml. At 4:11:35am the infusion was started with a rate of 100.0ml/h. At 5:11:36 am , the infusion completed with a total volume infused of 100.0ml or 100.0% of the expected volume. At 6:43:48am, a piggyback with a volume to be infused of 100.0ml. At 6:44:57 am the infusion was started with a rate of 100.0ml/h. At 6:58:53am the infusion stopped due to an "air rate alarm" with a total volume infused of 23.2ml or 100.0% of the expected volume. At 6:59:04am the alarm was turned off and the disconnect pt message was displayed. At 6:59:12am, a purge was performed followed by another purge at 7:01:45am. At 7:01:52am, the programmed piggyback infusion was re-started. At 7:34:24am the infusion stopped due to another "air rate alarm" with a total volume infused of 54:23ml or 100.0% of the expected volume. At 7:34:40am the alarm was turned off and the disconnect pt message was displayed. At 7:34:46am a purge was performed. At 7:35:06am, the programmed piggyback infusion was re-started and at 7:48:38am the infusion completed with a total volume infused of 22.56ml or 100.0% of the expected volume. At 11:25:10am a piggyback infusion was programmed with a volume to be infused of 100.0ml. At 11:25:28am the infusion was started with a rate of 100.0ml/h. At 11:39:05am, the infusion stopped due to an "air rate alarm" with a total volume infused of 22.68ml or 100.0% of the expected volume. At 11:39:13am the alarm was turned off and the disconnected pt message was displayed. Three consecutive purges were performed, at 11:39:34am, 11:39:41am and 11:39:48am. At 11:39:57 am the programmed piggyback infusion was re-started and at 12:26:20pm the infusion completed with a total volume infused of 77.32ml or 100.0% of the expected volume. Three more piggyback infusions of 100.0ml were run on (B)(6) 2012. All completed with no interruptions and with 100.0% delivery accuracy. On (B)(6) 2012 at 12:44:25 am, a piggyback infusion was programmed with a volume to be infused of 100.0ml. At 12:44:32am, the infusion was started and at 1:44:33am, the infusion completed with a total volume infused of 100.0ml or 100.0% of the expected volume. At 3:57:33am a piggyback infusion was programmed with a volume to be infused of 100.0ml. At 3:57:39am, the infusion was started with a rate of 100.0ml/h. At 4:57:39am the infusion completed with a total volume infused of 100.0ml or 100.0% of the expected volume. At 3:57:33am, a piggyback infusion was programmed with a volume to be infused of 100.0ml. At 3:57:39am, the infusion was started with a rate of 100.0ml/h. At 4:57:39am, the infusion completed with a total volume infused of 100.0ml or 100.0% of the expected volume. At 6:29:31 am, a piggyback infusion was programmed with a volume to be infused of 100.0ml. At 6:29:42am, the infusion was started with a rate of 100.0ml/h. At 7:13:13am, the infusion was manually stopped with a total volume infused of 72.51ml or 100.0% of the expected volume. At 7:13:21am, a new rate of 130.0ml/h was entered and at 7:13:22am the programmed piggyback infusion was re-started with the new rate. At 7:26:03am, the infusion completed with a total volume infused of 27.49ml or 100.0% of the expected volume. At 8:16:16am, a new piggyback infusion was programmed with a new rate of 100.0ml/h and a volume to be infused of 100.0ml. At 8;16:36am, the infusion was started and at 9:16:16am, the infusion completed with a total volume infused or 100.0ml or 100.0% of the expected volume. Two more piggyback infusions, at 5:18:40pm and 8:54:01pm, of 100.0ml volume to be infused and a rate of 100.0ml/h were run with no interruptions and 100.0% of delivery accuracy. At 11:47:16pm another piggyback infusion was started with a volume to be infused of 100.0ml and a rate of 100.0ml/h. At 11:47:47pm the infusion was manually stopped with a total volume infused of 0.85ml or 98.8% of the expected volume. At 11:47:55pm, the infusion was re-started and at 11:56:58pm, the infusion was stopped with a total volume infused of 15.07ml or 99.9% of the expected volume. At 11:57:44pm, the infusion was re-started and at 11:57:51pm, the infusion was stopped with a total volume infused of .18ml or 95.0% of the expected volume. At 11:58:04pm, a new volume to be infused of 100.0ml was entered. At 11:58:05pm, the infusion was re-started. At 12:00:09am on (B)(6) 2012 the infusion was stopped with a total volume infused of 3.46ml or 100.6% of the expected volume. On (B)(6) 2012 at 12:00:30am, the pump was unplugged and switched to battery (dc) power. At 12:00:37am, a tube change request was selected then at 12:05:02am, the pump was powered off. The operational log shows the pump completed each piggyback infusion as programmed and each time the pump switched to standard (main) mode as expected. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.